Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had experienced an unspecified malfunction further described as the device being misconfigured. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An f-49 (malfunction in real time clock: abnormal rtc data) alarm was identified during functional testing. The reported condition was verified. The cause of the condition was determined to be that the device was misconfigured. To correct the condition, the device was reconfigured. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.